Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
In manufacturer's report (MFR) #3004209178-2017-20199 the following information was reported: "information was received from a consumer regarding a patient who was implanted with an implantable neuro stimulator (ins) for urinary dysfunction/sacral nerve stim. It was reported that patient had trouble going where they couldn¿t even urinated any more and that about two days ago they started having this where they could not go(pee) again hardly. They also noticed a change in bowel habits because they have a bm once a day but now they could hardly go have a bm and wondered if it has been too strong for the patient. Patient stated they were wondering if it was a wrong program and wanted to go back to program 1 and turn the stimulation up. Patient also reported that they location of the patient device was in an awkward location. Troubleshooting included pat agent walked patient's daughter through changing from program 2 back to program 1 and stimulation was increased to 2.00 v where patient felt stimulation comfortably. No further complications were noted or anticipated." Additional review indicates this information was reported as a duplicate in MFR report #3004209178-2017-20199. Any additional information related to the this event will be reported under MFR report #3004209178-2017-20198.

Manufacturer narrative:
Regulatory report relating to other ins device: 3004209178-2017-20198. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neuro stimulator (ins) for urinary dysfunction/sacral nerve stim. It was reported that patient had trouble going where they couldn't even urinated any more and that about two days ago they started having this where they could not go(pee) again hardly. They also noticed a change in bowel habits because they have a bm once a day but now they could hardly go have a bm and wondered if it has been too strong for the patient. Patient stated they were wondering if it was a wrong program and wanted to go back to program 1 and turn the stimulation up. Patient also reported that they location of the patient device was in an awkward location. Troubleshooting included pat agent walked patient's daughter through changing from program 2 back to program 1 and stimulation was increased to 2.00v where patient felt stimulation comfortably. No further complications were noted or anticipated.